Manufacturer narrative:
(B)(4).

Event description:
It was reported that since implant, a large increase in capture threshold was observed. The non-dependent patient was asymptomatic. The physician will continue to monitor the lead.